Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient came in for follow up and the abutment/screw had loosened on a previously restored implant. Clinical evidence shows no evidence of fracture of the implant or abutment. Tooth site #28.